Manufacturer narrative:
Inspected one opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they had received sensor glucose value not available and during troubleshooting, a bent infusion set cannula was also reported. The customer also reported a low blood glucose level of 46 mg/dl. The customer declined to troubleshoot for the low reading. The customer was assisted with troubleshooting for the sensor glucose value not available and bent infusion set cannula. The customer was successfully assisted with reconnecting sensor with the insulin pump and was advised to change infusion set. A sensor will be returned for analysis. The insulin pump will not be returned for analysis.